Event description:
It was reported that end of life (eol)/end of service (eos) had occurred and it was suspected that elective replacement indicator (eri) had been missed. The physician had scheduled a pump replacement for (B)(6) 2013. Then the patient was hospitalized due to withdrawal, increased pain, nausea and vomiting, and reflex tachycardia. Interrogation of the pump confirmed eos occurred on (B)(6) 2013 and eri was thought to have occurred on (B)(6) 2012. It was stated the physician believed the tachycardia was due to clonidine cessation. The pump was being used to deliver clonidine, marcaine and morphine. Additional information was provided that the battery depletion was considered to be normal, accurate, and eol was exact. The patient was noted to be doing better; and the pump was replaced.

Event description:
Further information reported the battery depletion was "normal" and the end of life was "accurate." The pump was replaced. On the date of this follow up report, the patient was doing "better." It was also noted that the dose of marcaine being delivered was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001, product type: catheter; product ID: 8709, lot#: j0039907r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).